Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going. H3 other text: device not returned.

Event description:
(B)(6). Over-drainage, no further informations.

Manufacturer narrative:
The valve was returned in the returnkit and was inserted in an unknown liquid. When delivered for examination, the valve was at pressure level 7 cmh2o set. A visual inspection was performed and there were no obvious deformations. To check whether the valve was clogged, we performed a permeability test. This test is performed in ahydrostatic pressure difference of approximately 20 - 30 cmh2o in the direction of the flow performed. The test showed that the valve was permeable. We tried all pressure levels on the valve in 5 steps up and down. The investigation showed that the valve could be adjusted up and down in all pressure level ranges. To measure the brake release force, we equipped the valve with a brake force meter. Here, it is measured what force is applied to the housing must be exercised in order to release the rotor by the magnet integrated in the device. The braking functioned properly. The measured values of the braking force were within the expected specification. The valve was tested on the miethke test bench. It goes through the standard check for the lying position. In this case, the liquor flow of reduced to 5 ml/h and increased again to 60 ml/h (in iso 7197). The resulting pressure is measured. A defect of the valve at the time of delivery can be exclude. No further action is required.